Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen was unresponsive at the bottom right corner of the screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the touchscreen was unresponsive at the bottom right corner of the screen-- although the touchscreen passed calibration, the customer noticed that it drifted in the bottom right corner upon checking on the touchscreen diagnostics page. The rse advised the customer to replace the touchscreen assembly, and the customer had the parts identification (ID) and was familiar with the repair.

Manufacturer narrative:
H10: per good faith effort (gfe) response received 01aug2023, the customer confirmed that the touchscreen was replaced, and the reported issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.